Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine device check. Upon interrogation, it was found that the patient's implantable cardioverter defibrillator was inappropriately in back-up operation due to event queue overflow. The device was restored to its normal parameters. There were no patient consequences.